Event description:
While investigating a previously reported event our firm received additional information the pt on (B)(6) 2014 including the lot number and contact information. Our firm contacted the pt who reported having worn, "for the first time a pair of acuvue 2 contact lenses for one month sleeping with the lenses" and after that time the pt's eyes were burning and red. The pt visited a doctor on the same day and was treated with ofloxacin for one month. After completion of treatment, the os was better but the od "was red again." The pt continued treatment for the od. On (B)(6) 2014 our firm spoke with the pt's grandparent because the pt was not at home. The grandparent reported that the pt used to shower with lenses and "the product used for conservation was saline solution," the pt had good hygiene and applied make-up after inserting lenses. Antibiotic treatment os for a month for an unk condition may not be a serious injury in accordance with the serious injury determination form. Based on the limited information received, this injury will be reported as a serious injury as a worst case.

Manufacturer narrative:
A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Three sealed blisters from the same lot were returned and evaluated. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. The ph tested within specifications but there was not enough soln for conductivity reading. MDR reportable event trends are reviewed quarterly in franchise executive management review meetings. Device labeling single use and reuse. A device from the same lot of the actual device involved in incident was evaluated.